Event description:
Customer reported that their freestyle flash blood glucose monitor would not activate after a test sample was applied, and they were unable to obtain a glucose result. The customer then began to feel symptoms of low blood glucose, and then reported losing consciousness. The paramedics were called, and paramedics received a glucose result of 50 mg/dl on an unknown brand of meter. Customer was administered an unknown intravenous treatment and a drink to stabilize glucose levels. It is to be noted that the customer reported not applying the blood sample correctly onto the test strip when attempting to obtain a glucose result.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.